Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -6.0 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510k- this product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4). Claim # (B)(4).